Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a large piece of the keypad from the up arrow to the down arrow was missing. During testing, the up arrow and contrast buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Evaluation also revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and contrast buttons were intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and contrast buttons. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.